Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia procedure, the valve seal of the two balloons were damaged and disengaged. There was a rapid loss of abdominal pressure due to the device issue. A new one was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the trocar noted that it was returned with the valve seal disengaged. The obturator, lock collar, trocar balloon, and dissector balloon were received. The inflation syringe and the insufflation bulb were not received. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed disengaged seals was determined to be a result of a manufacturing activity. An insufficient amount of adhesive silicone was applied which resulted in the lack of adherence of the seal. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.